Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered an inappropriate shock due to dislodgement of both right ventricular (rv) and left ventricular (lv) leads. The dislodgement was attributed to twiddlers syndrome. These leads were also reported to have exhibited loss of capture. The leads were explanted and replaced. No additional adverse patient effects were reported.